Manufacturer narrative:
There was no documentation in the medical record that reveals the cause of the patient¿s peritonitis. Medical records reveal the patient had a chronic infection to the peritoneal dialysis access site (prior to the diagnosis of peritonitis) and that the patient was prescribed amoxicillin. Medical records reveal as of (B)(6) 2016, the exit site was improving but notes indicate that drainage persisted. Medical records do not indicate any causal relationship between the exit site infection and the patient¿s peritonitis. The medical records do not contain a peritoneal dialysis catheter exit site culture for review. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the patient¿s peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient contacted the clinic on (B)(6) 2016 to report abdominal pain and cloudy effluent. A pd fluid culture was drawn and the patient was treated by the clinic with antibiotics. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, and the patient continues continuous cycler-assisted peritoneal dialysis (ccpd) treatments without further issue.